Manufacturer narrative:
Mindray service representatives replaced the spo2 board. Calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.